Manufacturer narrative:
The reported perfect passer connectors, intended for use in treatment, were returned for evaluation. A relationship between the devices and reported incident was established. From the information provided, grasper broke off in patient. Visual inspection shows the connector was received with the s-clamp unhooked from the s-hook. Internal investigation indicates the failure cause for upper s-clamp coming loose is due to a dimensional discrepancy on the s-hook component. Changes to the component have been implemented to prevent this failure. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the jaw that clinches down broke off external to patient.